Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2017 with the following findings: during investigation, the pump powered on with a blank display. Evaluation revealed a system wide failure. The pump was opened and corrosion was found on an internal component of the pump. Further testing was not able to be performed due to the blank screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.